Event description:
Rptr, calling on behalf of her husband, stated he has rec'd the er1 message in the past. Rptr stated that on one occasion he rec'd the er1 message, repeatedly, was feeling sick and went to the hosp where his blood glucose was tested and found to be 525 mg/dl. Husband was admitted and treated for a few days. Hosp dr informed them their meter was 'broken' but they have since used it without any problem. Rptr says her husband performs the control solution test with every blood glucose test he does. Rptr does not recall if the meter failed the control test in the past. Husband tests his blood twice a day, once in the morning and once in the evening. Husband's insulin has been changed several times in the past year but she does not recall any specifics.